Event description:
Patient's mother reported her daughter has experienced an elevated blood glucose level for one week. Mother stated her daughter corrected via the infusion device with minimal results. No blood glucose level was provided. Patient's normal blood glucose range was not provided. Mother reported the battery lifetime is also very short; maybe 2-3 days. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result based on the history analysis the pump had a high power consumption. A defective component in the power supply path leads to a leakage current. Therefore, a battery change has to be performed frequently. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Consumables the adapter passed the optical inspection. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Transfer set: the returned used transfer set was visually inspected and tested for flow and tightness. The test results were within specifications.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.